Event description:
The customer was receiving results in the 300 to 400 mg/dl range. The customer went to the doctor. They were hospitalized due to the device results and treated for high blood glucose. The customer's family member believes the device isn't reading correctly and is the cause for pt out of control blood glucose. Level one control was out of range. A request was made for the return of the suspect device and replacement product was sent.